Event description:
Edwards reviewed the article "use of a sutureless aortic valve in reoperative aortic valve replacement" dhanekula as, et al. Jtcvs tech. 2022. Pmid: 35711205. The following complaint was identified within the article: an unknown model 21mm aortic valve was explanted and replaced with a non-edwards valve after an unknown implant duration due to unknown reasons.

Manufacturer narrative:
H10: additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.